Manufacturer narrative:
The reported events of ¿intermittent high rv thresholds¿ and oversensing noise were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited high capture threshold and noise oversensing. The lead was explanted and replaced. The patient was stable.